Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the controls on their device were not working correctly during a patient related event. As a result, defibrillation may not have been possible or delayed, if it were necessary. There were no reported adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control received the following patient information from the customer and correction on date of event: (age at time of event) indicates: 67 years (gender) indicates: male. (Weight) indicates: 180 lbs. (Date of event) (B)(6) 2019. (Other relevant history) indicates: diabetes, cardiac stents.

Event description:
The customer contacted physio-control to report that the controls on their device were not working correctly during a patient related event. As a result, defibrillation may not have been possible or delayed, if it were necessary. There were no reported adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control further evaluated the main keypad assembly and it was observed that the sync button was shorted and would be unable to deliver therapy if held down during sync mode.

Event description:
The customer contacted physio-control to report that the controls on their device were not working correctly during a patient related event. As a result, defibrillation may not have been possible or delayed, if it were necessary. There were no reported adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.